Event description:
The manufacturer received information alleging a ventilator internal flow sensor failed due to environmental debris. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the complaint was confirmed. The trilogy evo machine flow sensor was replaced to resolve the issue.